Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens was noted to be rotated shortly following the surgery. The lens was rotated in a secondary surgical procedure, but was noted to have rotated again shortly following the surgical procedure. The surgeon rotated the iol in a third surgical procedure and also inserted a capsular tension ring, but the iol again rotated following the procedure. The iol was exchanged for a different model lens in a fourth surgical procedure. Medical records were received and reviewed. The surgeon reported the replacement lens also rotated following implantation. The surgeon does not feel the iol is the cause of the event. There are two medical device reports associated with this event. This report is for the first iol.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution, and optic damage were observed. Results from the product history record review indicated the lens met release criteria. Lens bench testing could not be conducted. The root cause could not be determined from the investigation for the complaint of lens rotated. While we are unable to determine the root cause of the observed lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution the lens damage on the returned product is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).